Event description:
Consumer claims to have burned his back while using the massager. He states that the unit felt very hot after approx five minutes. When he took it from his lower back it blistered right away. Consumer claims to have third degree burns.

Manufacturer narrative:
The consumer returned the unit to the retailer from whom it was originally purchased. We have reached out to the retailer and they will be contacting us upon locating the returned product.